Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well and resumed device use. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following a head trauma incident. On (B)(6) 2019, the recipient underwent repositioning surgery.